Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy. Episode review identified several episodes of atrial driven tachycardia in the ventricular tachycardia (vt) zone which was programmed to monitor only. Additionally, pacing impedance measurements varied between 1200-1900 ohms on the left ventricular (lv) channel. Further evaluation should be considered to assess detection parameters and enhancements to avoid further inappropriate therapy. Additional information was received that an episode of non-sustained ventricular tachycardia (nsvt) showed a gradual increase in rate of a 1:1 av rhythm. Atp therapy and shock therapy were delivered to convert the arrhythmia. Assessment of detection parameters and in office evaluation was suggested to avoid further inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.